Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer called to report the insulin pump alarmed for no delivery during the prime process. Blood glucose reading was 169 mg/dl. The reservoir and infusion set were disconnected and reconnected to the insulin pump. The alarm was resolved and the insulin pump was found to be functioning as designed. Nothing further reported.